Manufacturer narrative:
Internal complaint reference: (B)(4). B5 and h6: event description and health code updated. H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per the investigation results both anchors were in the deployment channel, the suture was tucked into the depth indicator tubing, the depth indicator button was in the default position and the actuator tip was in was behind t1. This information confirms that the initial report was not correct and that no t implant was fired or implanted in the patient; therefore; no t had to be removed from the patient or left inside the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during meniscal repair, the fast-fix 360 failed. The device was removed from the patient. Procedure was completed, after a non-significant delay, with a back-up device. No further complications were reported. Results of investigation found that both anchors were in the deployment channel. The suture was tucked into the depth indicator tubing. The depth indicator button was in the default position. The actuator tip was in was behind t1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during meniscal repair, the fast-fix 360 failed. Ts were removed form the patient. Procedure was completed, after a non-significant delay, with a back-up device. No further complications were reported.